Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. It was not reported when the alleged inaccuracy issue began. The patient reported obtaining blood glucose readings of ¿134, 244 and 55 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient is on insulin pump therapy. The patient claimed she continued to follow her usual diabetes management regimen in response to the alleged issue. It was not reported if the patient developed any symptoms however the patient claimed she treated herself with juice at 4:02 am on an unspecified date due to the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject and that the same approved sample site was used for testing. The csr confirmed the test strip vial was intact and that the test strips were not expired or past their discard date. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.